Event description:
It was reported that the patient presented for implant procedure on (B)(6) 2019. Upon review, it was revealed that the right atrial lead could not be fixed into the right atrium due to helix that would not extend. During the attempted implant, the right atrial lead exhibited poor electrical values. Specifically, high capture and poor sensing thresholds. The right atrial lead was not used and replaced. Patient was stable post procedure.

Manufacturer narrative:
Additional information: per analysis update. The damage found was sustained during the surgical procedure. The lead was otherwise normal.